Event description:
A patient with past medical history of diabetes and crohn's disease underwent diagnostic catheterization. The patient was given 1 gm of ancef prophylactically. One week post-procedure, the patient complained of right leg pain. The physician noted claudication of the right leg. 24 days postop, the patient was admitted to the hospital for arterial run off of the lower right extremity which showed focal bigrade eccentric narrowing of the rfa. The physician found approximately 85% stenosis. The patient was discharged and re-admitted for surgical repair 4 days later. The surgeon stated that the perclose suture was properly placed, but he noticed inflammation at and around the suture site. The stitch was removed and a saphenous vein patch was placed. The physician stated that the patient may have had a reaction to the suture. The patient was discharged the following day and recovered without further injury.